Event description:
Case of revision due to peri-implant fracture. Stem and liner were replaced. Initial tha performed in 1995. Cup revision performed in 2010. Consultation with the surgeon on (B)(6) 2025 (patient injury occurred prior to (B)(6)), consideration of revision due to periprosthetic fracture. Revision performed on october (B)(6) 2025.

Manufacturer narrative:
Reported event: an event regarding periprosthetic fracture involving an omniflex stem was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information including pathology reports, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
No new information.